Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 591 mg/dl. Cause of high bg was not known. Customer administered a manual injection to address the issue, requiring assistance from spouse who provided "help with delivering insulin and drove to ER [emergency room]". Customer was subsequently admitted to the hospital with diabetic ketoacidosis and high ketones, identified by healthcare provider as life threatening. Customer was treated with intravenous fluids of saline and insulin and discharged 2 days later with the issue resolved.